Manufacturer narrative:
As reported by the study, this pt was presented to cardiac catheterization and 2-vessel disease was found. Pre-procedure medications included aspirin, clopidogrel, nitrates, ace-inhibitors, calcium antagonists, beta-blockers and pariet glibomet. Intra-procedure medications included aspirin, clopidogrel, heparin, abdximab and nitroglycerin. Percutaneous coronary intervention (pci) was performed on an 80% de novo lesion in the mid right coronary artery (rca) of 20mm in length in a 2.5mm vessel diameter. The (type b) lesion was not calcified or tortuous. Pre-dilation was conducted with a 2.5x20mm balloon at 12 atmospheres (atm) before deploying one 3.0x23mm cypher select stent at 14 atm. There were no procedural complications. Residual diameter stenosis measured 24.4%. Timi iii flows were recorded pre and post-procedure. At the 8th month f/u, the pt was asymptomatic. Angiography revealed 70% intra-stent stenosis with long stenosis of 20mm. There was no thrombus visible. There was also severe disease progression to the acute marginal branch. Poba was conducted with a 2.5x20mm balloon at 14 am. Please note that this product is not distributed in the us. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt.

Event description:
The pt at the (8) month f/u had an angiography which revealed 70% intrastent restenosis.